Event description:
It was reported that the top screw on a gcx arm had come out of the mounting bracket that resulted in the arm to move downwards suddenly. The arm is mounted on a drager apollo anesthesia workstation and holds a drager kappa xlt patient monitor.

Manufacturer narrative:
The mounting assembly was available for investigation. The investigation has been started, but is not finished yet.